Event description:
On (B)(6) 2010, pt reported "I am just sitting here looking at the pump and noticed something." Pt stated it looked like something was leaking in his infusion device. Verified pt is referring to condensation inside of the cartridge compartment. Verified there is not a lot of insulin and it is only condensation. Had pt remove the insulin cartridge from the infusion device. Pt reported there is condensation at the bottom of the insulin cartridge, under the plunger. Pt stated he can smell the insulin and it seems like the insulin is leaking from below the plunger. Pt reported he inspected the infusion device and verified that there is condensation from the cartridge leaking. Advised pt to take a cotton swab to clean out the condensation. Verified pt is not reusing cartridges. Pt stated the insulin cartridge has been in use about 4 days. Pt reported he just change the infusion adapter 4 days ago. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged product for evaluation.